Event description:
An anomaly has been identified with the philips medical systems (pms) brilliance big bore version 2.0 tumor localization application when printing worksheets on which multiple isocenters have been defined. When the first of multiple isocenters defined with tumor localization is unmarked, the shifts between isocenters printed on the worksheet are incorrect. There have been no injuries associated with this issue.